Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no capture on the right atrial (ra) lead one day post implant. It was noted that at implant, atrial standstill was noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the initial atrial standstill was thought to be secondary to an ischemic cardiac event that likely damaged the sinus node and surrounding atrial tissue. After several days, the tissue appeared to have recovered and atrial stimulation resulted in capture. At this time, there are no concerns with the lead and this was strictly a physiologic issue with this specific patient.